Event description:
It was reported that the pump touch screen was unresponsive. Additionally, the battery was depleting quickly. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer declined troubleshooting with tandem technical support.